Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 3. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility and inflammation. No further patient complications were reported.